Event description:
It was reported that the micl12.1 implantable collamer lens was extracted due to the development of a cataract and the patient lost some vision. The surgeon's office confirmed the patient had a cataract in the od and the icl was extracted on (B) (6) 2010. The cataract was noted on (B) (6) 2009 and the cause was natural progression vs icl rubbing. Type - presenile ns ant cs cat od. A crystalen at-52 was implanted.

Manufacturer narrative:
(B) (4). (B) (4).